Event description:
It was further reported that when emergency medical services arrived after the patient was found to be unresponsive that the patient was in cardiac arrest, most likely asystole. Cardiopulmonary resuscitation was started, the patient received five rounds of epinephrine and one sodium bicarbonate bolus, after twenty seven minutes there was return of spontaneous circulation and patient was intubated and mechanical ventilation was initiated. A lab workup was noted to be significant for hyperkalemia and high anion gap metabolic acidosis. An interrogation report was completed and five pauses were noted but no ventricular tachycardia (vt). The family chose comfort care and the patent passed away. The patient's cause of death was noted to be pulseless electrical activity arrest.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: ev240163 (B)(6), product type: 0264-lead-hv, implant date: (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient was found unresponsive and brought to the hospital. A bedside check was later performed and it was determined the extravascular implantable cardioverter defibrillator (ev-ICD) system was functioning as programmed and no ventricular tachycardia (vt) events were detected or treated. The patient later expired.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.